Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the lead was capped due to fracture. Patient did not present with any symptoms. The patient tolerated the procedure well and was discharged from the hospital without any complications.